Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, there were air bubbles in the patient line. Customer's blood glucose was 368mg/dl. Reportedly, the customer continued to use the pump and supplies for insulin therapy.